Manufacturer narrative:
Correction: further review indicated the was reported in error. The overdischarge of the ins was resolved by doing a jumpstart on the ins. The report that the ins would be replaced with a smaller one would not be due to the reported overdischarge of the ins since the overdischarge was resolved. Based on the information available, the ins replacement is elective. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-sep-06, information was received. From a patient, regarding an implantable neurostimulator. The reason for call, was patient reported, they tried to turn on stimulation with the programmer and the programmer mentioned, 'physician recharger information/incorrect. Number of keys were pressed and recharger cannot be used to charge the stimulator'. And the issue began a couple days ago. Patient was also, trying to charge the implant and they got a circle with an arrow that was down and another one. So, patient would reposition the antenna. Patient last successfully charged their implant a month ago. Agent reviewed, overdischarge information. The patient was redirected to their healthcare provider to further address the issue. Agent provided, nas phone number. On 2024-nov-22, additional information was received. From the patient in response to a follow up letter sent to the patient. The cause of the error messages seen was, due to the pt pressing too many buttons. To resolve the overdischarged ins, the ins was jumpstarted. The pt noted, they plan to have a new smaller battery inserted. No additional information was provided to explain, why they were going to have a new smaller battery inserted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.